Event description:
UK. It was reported that after a breast uplift and implant surgery, the patient developed painful fat necrosis in the left breast and experienced implant malposition due to an undersized implant. The implant flips when lying down or leaning forward, causing discomfort. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
Causes of necrosis include prior radiation therapy for breast cancer, uncontrolled diabetes followed by infection, late diagnosis of hematoma, smoking, infection, electrocoagulation too close to the skin, or a combination of these factors. In combination with other factors such as uncontrolled diabetes, smoking, or hematoma, the risk of problems increases. (Skandalakis, shiffman. Breast augmentation: principles and practice. 2009 springer-verlag berlin heidelberg). Ap flipping of round implants containing saline or cohesive silicone gel (ie, fourth-generation silicone gel implants) is generally not clinically discernible. Anatomical implants, in contrast, are tear-drop shaped. These fifth-generation implants can retain their shape in any position as they consist of highly cohesive, form-stable silicone gel. Ap flipping of anatomical implants, thus, leads to breast shape distortion. Between 1% and 14% of breast augmentations have been reported to exhibit implant flipping. Jong, j., gabriel, a., trekell, m., lawser, a. S., heidel, e., buchanan, d., & chun, j. T. (2020). The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "necrosis is the formation of dead tissue around the implant. This may prevent wound healing and require surgical correction and/or implant removal. Permanent scar deformity may occur following necrosis. Factors associated with necrosis include infection, steroids in the surgical pocket, smoking, chemotherapy/radiation, and excessive heat or cold therapy." "Anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue." Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported events. These conditions are considered potential risks of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the device have not been established. Event characterization: the events were classified as flipping and necrosis. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.